Event description:
Report received of an overdelivery. The device was programmed to infuse a chemotherapy agent called bms (bristol myers squibb). Program settings were unspecified. The infusion was started. After an unspecified length of time, it was reported that the device "ran for 45 minutes instead of one hour", and the solution bag was found empty. There was no reported adverse patient event. Though requested, no additional information was available.